Manufacturer narrative:
The reported field event of failure to connect was confirmed. The reported field event of setscrew anomaly was confirmed. The right ventricular setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the lead could not be inserted as the wrench failed to fit into the screw to operate on the implantable cardioverter defibrillator (ICD). The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient condition was stable.